Event description:
It was reported that a balloon rupture occurred.   The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mmx135cmx2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were repro and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. A visual examination of the balloon observed that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mmx135cmx2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was good.